Event description:
The facility reported a colleague infusion pump with failure code 812:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 812:02 was confirmed by baxter personnel during product evaluation. The root cause was assigned to faulty pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.